Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty gold sensor. Motor passed motor test. Pump passed all operating currents tested with in the specification range and passed off no power test. Pump passed displacement test, and unexpected restart test, and self test. Pump received with cracked reservoir tube lip, cracked case near display window corners, and cracked on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not functional. Customer did not indicate any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Customer was advised that the device would be replaced and to return the product for analysis. No further information was given.